Event description:
Related MFR report number: 2017865-2023-95754. It was reported that a patient presented to clinic for follow up. Pacemaker (pm) interrogation was unable to be performed through rf telemetry and inductive telemetry. Transmissions revealed high pacing impedance, high capture threshold, and oversensing noted on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to explant and replace the pm and cap and replace the rv lead. The patient was in stable condition prior, during and post procedure.